Event description:
During use the catheter tip separated inside the patient. The tip could not be retrieved/removed, and a graft was placed to secure the tip in the vessel. Patient was discharged from facility.

Manufacturer narrative:
(B)(4). The customer returned a 5fr ptd catheter and the product lidstock for evaluation. The catheter was returned with the basket retracted inside the sheath. Dried blood was observed on the catheter sheath. Visual examination revealed that the distal end of the black pebax tip was separated from the rest of the tip and was not returned. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The tip material was twisted and folded over the connector, indicating a stress related tear. The basket was able to advance from the sheath body as expected. A significant amount of biological material were found in the basket. All of the basket wires were intact and secured within the basket connectors. No other defects or anomalies were observed with the ptd assembly. The remaining portion of the black pebax tip attached to the basket measured approximately .118" in length. Therefore, at least 0.3976" of the tip is missing based on the tip length specification of 0.5156"-0.5626" per ptd basket product drawing. The ptd basket was able to rotate as expected when attached to a lab inventory rotator. A device history record review was performed on the ptd device and no relevant findings were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared twisted and folded over, indicating a stress related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.

Manufacturer narrative:
(B)(4).

Event description:
During use the catheter tip separated inside the patient. The tip could not be retrieved/removed, and a graft was placed to secure the tip in the vessel. Patient was discharged from facility.